Event description:
While using the aiming arm and insertion handle, the drill bit missed the hole, hitting the cannulated trochanteric fixation nail. The surgeon attempted to redirect the drill bit unsuccessfully. Surgeon noted a femoral fracture on intraop film that was not apparent during preop film. The nail was removed and replaced with a longer nail. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn, as no device was returned. Review of the manufacturing records has been requested.